Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that incomplete server reboot was causing multiple services stop and fail to star. A technical support specialist (tss) rebooted the application server and was able to access db and report server. The tss then deployed carefusion coordination engine (cce) package to have the messages crossing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all stations were on disconnected mode. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.